Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used in a ureteral stenting procedure on an unknown date (patient identifier, age, gender, and weight unknown). According to the complainant, during the procedure the distal tip of the stent tied itself into a knot and would not straighten out. The physician used a basket to remove the stent with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The upn and lot number are unknown per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.